Event description:
Related to manufacturer report numbers: 2938836-2018-09651, 2938836-2018-09374 and 2017865-2018-11941. During follow-up, device migration was observed. This resulted in dislodgement of the right atrial (ra), right ventricular (rv) and left ventricular (lv) leads. Diagnostic imaging was performed and confirmed device migration and ra, rv and lv lead dislodgement. During the revision procedure, the rv helix was unable to retract and the set screw was observed to be stripped. The issues were resolved by explanting and replacing the device and ra, rv and lv leads. The patient was in stable condition and experienced no adverse health consequences.